Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value is unknown. She stated that she was with the trainer and the trainer had tried 3 batteries but the device would not power back up. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded. She was advised to remove the battery for 10 minutes. The customer was unable to complete troubleshooting because she did not have a new battery. She stated she would call back once she had the batteries.